Manufacturer narrative:
The bit and block have a potential field age of over 3 years and approx 2.5 years respectively and have been used an unk number of times during that period. As returned, both the block and the bit exhibit substantial wear, indicative of extensive use in the field. The fluted portion of the returned bit is very dull and circumferential scarring can be seen on the shaft in the area of the fracture, indicating interference with the bit. It is likely that damage to both the bit and block (accrued through previous use) created interference between the devices, eventually leading to seizure and fracture. Without further info about the usage history of the devices, however, the exact cause of this event cannot be determined. Review of the device history records did not find any deviations or anomalies. Material hardness of both items was measured and found to be within print specification limits.

Event description:
It is reported that the drill became cold welded to the block and broke in half. Surgery was completed with a 2.5 drill.